Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user's sister stated brother has passed and they were preparing to sell bed. They discovered bed rail is missing adjustment knob.